Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated guide wire tip compressed in vessel wall. Device issue: separated guide wire tip. It was reported that the tip of the device detached during the procedure inside the pt and was compressed into the vessel wall using a 2.5 vision stent. Reportedly one stent was implanted successfully and then after the second stent was implanted, the tip of the guide wire got trapped in the stent struts of the second stent and could not be pulled back. The tip was jailed between the stent and the artery wall. An attempt was then made to withdraw the sds, guide wire and guide catheter as one unit; however, the tip detached at that point. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - a wire over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Per the IFU, "use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. This technique carries additional pt risks, including the risk that the wire may become caught on the stent strut." It appears that the separation is due to case circumstances; however, a definite cause could not be determined. "Device embedded in vessel" and "additional therapy", are known consequences of the known risk of guide wire separation associated with this device.